Manufacturer narrative:
(B)(4). Evaluation summary: the clip delivery system was returned and investigated. The reported difficulty deploying the clip, detachment of the actuator knob and noise appear to be related to a cracked collet which was observed during returned device analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this complaint. Additionally, a review of the complaint history identified no similar incidents reported from this lot. All available information was investigated and the cause for the cracked collet could not be determined. Based on the information reviewed, there is no indication of a product quality issue with respect to design, manufacture or labeling of the device.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The clip delivery system was received. Investigation is not yet complete. A follow up report will be submitted with all relevant information.

Event description:
This is filed to report the difficult deployment and actuator knob detachment. It was reported that this was a mitraclip procedure to treat functional mitral regurgitation (mr) with a grade of 4. One clip was implanted, reducing the mr to 2-3. The second clip delivery system (cds) was advanced to the mitral valve. After leaflet assessment was performed, the deployment process was started. While turning the arm positioner approximately 70% to close the clip, a noise was heard. The arm positioner turns were stopped, and the deployment process was continued. When the actuator knob was retracted, the knob detached from the system. Pliers were used to turn the mandrel, and the clip deployed successfully. Two clips were implanted, reducing the mr to 1-2. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.